Event description:
During service activity related to a field action, a ge healthcare field engineer identified one screw with stripped thread on the lateral linear rail. An associated gap was measured between the lateral rail and radial cart. No detector fall event and no injury occurred.

Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR number 9613299-2013-0001. Based on engineering analysis this measured gap with this loose screw does not compromise the structural integrity of the component and therefore does not introduce a hazard. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.